Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - ventricular nst (non-sustained tachycardia) =190 ms average v-cycle on (B)(6) 2010 10:21:41.

Event description:
It was reported that the device had over sensing with elevated short interval counter (sic) counts and an episode of t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.